Event description:
It was observed that during the device evaluation, the rigid video scope exhibited distal fiber breakage, scratches on distal edge objective frame, and the image was out of field view. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.